Event description:
It was reported an issue with the device. The logs show error codes 221.2010, 210.4040.5, 200.1060. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : initial reporter e-mail, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the report of channel errors was confirmed through the review of the provided logs, but the root cause could not be determined from the logs alone. ¿ inspection and testing of the devices could not be performed as they were not provided for investigation. ¿ a review of the suspect pump modules error logs identified multiple communication watchdog errors with code 221.2010 and a watchdog error with code 200.1060 ¿ the review of the concomitant pcu unit event log showed that on 27jan2025 at 1:31 pm, the suspect channel s/n (B)(6) was attached to the system and immediately displayed channel error 221.2010 (communication watchdog error). The user started the power down sequence and the system displayed channel error 221.2010. The system powered down. ¿ from 2:32 pm to 2:38 pm, the system was powered on and immediately displayed channel error 221.2010. The user removed and re-attached the channel twice, and the system displayed error 221.2010 in both cases. The user removed the channel from the system. ¿ at 8:49 pm, the system alarmed for very low battery (al3). ¿ at 10:30 pm, the system alarmed for battery discharged. ¿ at 10:40 pm, the system shut down. ¿ on 28jan2025 at 6:41 am, the system was powered on. ¿ at 1:06 pm, the suspect pump module s/n (B)(6) was attached. ¿ at 2:29 pm, the system was powered down. ¿ according to the channel error tip sheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of multiple channel errors could not be determined from the log only investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error codes 221.2010, 210.4040.5, 200.1060. This was reported to bd representatives during their site visit. There was no information on patient involvement.